Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, a scratch from the root of the haptic to the front of the center of the optical section was confirmed after implantation. The surgery was completed without product replacement. The sample is not available for return as it was still implanted in the patient's eye. Additional information has been requested and received that the surgeon suspects both iol and cartridge and requested the investigation of cartridge too. No health hazard at this time.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A video was provided. The lens and cartridge preparation was not shown. Both haptics appeared to be tucked in the optic fold. The lens was advanced from mid-nozzle into the eye. No dwell was observed. After the lens was delivered a mark was observed on the posterior surface of the lens. The video ends with the lens still in the eye. Qualified associated products were indicated. Based on review of the provided video, the reported scratch/mark was observed. The root cause for the mark could not be determined. No determination can be made without physical evaluation of the complaint sample. The lens remains implanted. The instructions for use (IFU) instructs to completely fill the cartridge with ophthalmic viscoelastic devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).